Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The root cause of the device failures are the deformations to the locking features which prevented a proper locking. The cause of the deformations to the locking features, or the marks on the back walls of the devices cannot be identified. The investigation regarding the implant failures is undetermined. A handling error by the user can not be excluded. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that during a primary closure, intra-operatively, that there was three zipfix failures. The devices did not hold the tension applied and snapped open. The surgeon was not sure if this was technique related or device related. There was no harm to the patient. This is report 1 of 1 for complaint (B)(4).